Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure on (B)(6), 2012. According to the complaint, during the procedure, the physician deflated the balloon; however he did not wait for all the inflation medium to be removed before pulling the balloon through the scope. The balloon ripped on the scope and a piece of the balloon material fell off into the patient. The physician decided not to retrieve the detached piece as it would pass naturally. The procedure was completed at this point. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.